Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that he has sensitivity to all tape border products. The end user also states that all companies products with tape border leave a rash on his skin as soon as he puts them on. The end user reports putting a gel protective barrier on the skin before placing tapes and that helps. Suggested also adding ostomy powder and if continues to be an issue discontinue tape use. The end user was scheduled for a follow up visit with his primary doctor and will have his skin assessed. The patients subsequent outcome was not noted.